Event description:
The customer reported that the epiq ultrasound system control panel was swiveling during transport within the customer site. No patient or user was harmed as a result of the issue. The field service engineer was dispatched to the site to evaluate the system and reseated the bushing to resolve the customer's issue. The system has been returned to service with no additional issues reported.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.